Event description:
It was reported that during an arterio-venous graft procedure, device damage occurred. The lesion was a tight, fibrous lesion. The 2cm peripheral cutting balloon was inflated two times to a maximum of 10 atms with no difficulty with inflation or deflation. During withdrawal, the 2cm peripheral cutting balloon became stuck, being unclear whether it was plaque or the nearby anastomosis. By giving it a tug, the physician was able to remove the balloon. Upon examination of the balloon following removal from the sheath outside of the body, the physician noted that one of the blades was folded back on itself. An attempt to reinflate the 2cm peripheral cutting balloon outside the body showed the balloon to be intact. The procedure was completed with another of the same devices. No patient complications were reported, and patient status was reported as 'fine'.